Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the system gave a channel error. There was patient involvement, but the outcome is unknown.

Event description:
It was reported that the system gave a channel error. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the system gave a channel error was not identified during the customer call. Case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the system gave a channel error. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: concomitant med prod data, manufacturing location and manufacturer narrative. Root cause: the root cause of the reported channel error was determined to be error code 240.4150 (sensor high broken failure), caused by a faulty upper pressure sensor, as the issue was resolved after temporarily replacing the upper sensor with a known good dchu lab testing part. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of a channel error was confirmed and replicated during laboratory testing, determined to be error code 240.4150 (sensor high broken failure), caused by a faulty upper pressure sensor. The suspect pump module was attached to the returned pcu and both were powered on. The pump module was selected and programmed for a ¿basic¿ infusion at the rate of 500ml/hr with a volume to be infused (vtbi) of 1000ml (infusion duration of 2 hours). The infusion then started. A 240.4150 error code (sensor broken high failure) was noted during this instance. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.9 volts for both pressure sensors. This test was made a total of three (3) times, after each release, the patient side pressure sensors returned to their original voltage value; however, the bottle side pressure sensor voltage got stuck on the rail voltage. On 16 april 2025 at 3:25 pm pump module was selected, the user programmed a ¿guardrails IV fluids,¿ infusion of. Ivf + kcl 10 meq/l with a rate of 275 ml/h and a vtbi of 275 ml, and the infusion was delayed for thirty minutes. At 3:33 pm the user canceled the delay and then the infusion started. At 3:37 pm the unit was selected, the user changed the rate to 325 ml/h, and the infusion started. At 4:04 pm a channel malfunction occurred on the pump module. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. There was patient involvement, but the outcome is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: please re-torque all screws. Please replace the upper and lower pressure sensors. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Note that this report lists imdrf annex a0709, g0301204, c0201, d02, a1801, g04067, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.